Manufacturer narrative:
Additional information: h6investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 174614 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 174614, test base part number 195-430h / lot: 170902. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 174614 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues with the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for one patient performed with one lot on two dates. The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 and (B)(6) 2022. Confirmation testing (platform: (B)(6)) was performed on (B)(6) 2022 and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.